Event description:
I got filshie clips in a week after birth, I was (B)(6) and I was told it was a 5 year plan and they feel off after so long, well that was false info but after a week I started noticing a sharp pulling pain in both lower sides of my abdomen and it got worse to where I scream and pass out. Well I went to hospital a bunch of times, they explained what they were and the proper truth about them that they were permanent and supposed to stay in place forever. I'm like ok, well I need them taken out of my body, has always objected to birth control, mirena, the pill etc. So I figured it was that well they couldn't and wouldn't take them out if I didn't have (B)(6). I (B)(6) before I got these and now I (B)(6) and still getting father but it's not none of that it's the pain I have like somebody playing with my guts. It's the blood I have in my pee but they can't explain how and why it's happening. The hair I am losing the lumps that all the sudden are appearing in my breasts, had 2 breast biopsied done now and if you look these symptoms up under ptls it does exist. Please if you care about us, the people, the women then please help us, I want my life back.